Event description:
It was reported that bd phoenix¿ pmic/ID-106 reported enterococcus raffinosus - no ast result. The following information was provided by the initial reporter: reported enterococcus raffinosus - no ast result.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H.6 investigation summary: this complaint is confirmed. This complaint is for no-mic results with enterococcus raffinosus when using phoenix panel pmic/ID-106 (448606) batch number 2256548. The customer did not provide panel returns, isolate returns or phoenix generated lab reports but provided binary files for the investigation. To investigate, three (3) retention panels each from complaint batch 2256548 was tested using qc isolates e. Raffinosus pos 1616 and e. Raffinosus pos 1786 on a phoenix m50 instrument and evaluated for ast mic results. For a total of six (6) panels tested for the investigation. All six (6) panels tested resulted in test aborts due to no growth on the panel. Bd r & d reviewed the binary files and confirms the defect of no growth in the control well with e. Raffinosus. Therefore, this complaint is confirmed. A review of quality notifications revealed no quality notifications for the complaint batch. A review of complaints revealed two (2) additional complaints on the complaint batch, both from this same customer. Both of the complaints are related to this defect and confirmed. Complaint trending was performed and no trends were identified associated with this defect. For further review, complaint trending was performed and no trends were identified associated with this defect across this panel sku (#448606). Bd ID/ast plant quality will continue to monitor for trends and take action as necessary.

Event description:
It was reported that bd phoenix¿ pmic/ID-106 reported enterococcus raffinosus - no ast result. The following information was provided by the initial reporter: reported enterococcus raffinosus - no ast result.